Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2324bcc (no batch indicator present) was received for investigation. Visual inspection identified that the distal-most thread of the biocomposite screw had split and unraveled. No other damage was noted. The method used to prep the bone, as well as the bone quality encountered, were not recorded. The cause remains undetermined, although a probable cause can be attributed to improper bone preparation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscus root reconstruction surgery the tip of the device has split during tibial tensioning. No part of the device broke inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.